Event description:
It was reported that after implant procedure, it was noted that patient's implantable cardioverter defibrillator exhibited no pacing output on the atrial channel. It was further noted that the atrial set screw connection of device header was loose. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿no pacing¿ was confirmed. The reported event of ¿loose or intermittent connection¿ was confirmed. The DHR was reviewed and found complete. Analysis revealed the atrial set screw was stripped due to inserting the torque wrench in wrong angle. The no pacing output is consistent with the stripped set screw. As received, the device was at normal mode above elective replacement indicator level with high output settings. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.